Manufacturer narrative:
Findings: unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, damaged (scratched) display window cover, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. No crack noted on the pump case. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 212 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.